Event description:
Customer complained about discrepant inr results between coaguchek xs meter (B)(4) and a lab using the stago reagent. At 7:00 am, the patient result was >8.0 inr. The patient was then had a lab test done at 7:17 am with a result of 6.2 inr. At 7:00 am on (B)(6) 2018, the patient result was 3.5 inr. The patient was then had a lab test done at 7:17 am with a result of 2.5 inr. The patient's therapeutic range is 2.5-3.5 inr. The patient did not know if he was anemic. Patient is not on heparin or direct thrombin inhibitors. Patient does not have antiphospholipid antibodies. Patient did not have any new illnesses, new medicines or diet changes. On (B)(6) 2018, the patient had blood in his stool but not treatment was required. Patient does not have any bruising. There was no allegation of an adverse event. Retention test strips (304972) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.